Event description:
It was reported that pump displayed malfunction code 24 with fault ID 24-0x2219, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.